Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of shortness of breath and chest pain. The patient's rate response was reprogrammed, but the patient did not feel that the change was adequate. The rate response was reprogrammed once more, and the patient will continue to be monitored. The device remains in use. No further patient complications have been reported as a result of this event.